Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient reported an air detected in cassette alarm during treatment on the liberty select cycler. Fluid was discovered during drain zero. The patient pressed the blue pin closest to her and a leak began from the connector furthest from her. The patient was utilizing a liberty cycler dual connect set. The air detected in cassette alarm occurred prior to the visible leak. During follow-up on (B)(6) 2022, the patient reported being in the hospital with peritonitis. The patient stated she was receiving antibiotics with continuous ambulatory peritoneal dialysis (capd). Additionally, the patient was completing hemodialysis (hd). Attempts to obtain additional information were unsuccessful.